Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, it was observed that the device was in radio frequency lock-out. It was also noted that there were invalid battery measurements present in the patient's transmissions.

Event description:
New information received notes that the patient was asymptomatic due to and during the radio frequency lock out and that no interventions were performed.